Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products 47249528010, tibial nail - yellow 10 mm diameter 28 cm, 61328636; 47248407050, 5.0 mm diameter cortical screw, 61812257; 47248406550, 5.0 mm diameter cortical screw, 62725838; 47248404550, 5.0 mm diameter cortical screw, 63779930; 47248404050, 5.0 mm diameter cortical screw, unknown; 47248403550, 5.0 mm diameter cortical screw, 63822242; 47248403550, 5.0 mm diameter cortical screw, 63545427; 47248403250, 5.0 mm diameter cortical screw, 63723371; 47248402550, 5.0 mm diameter cortical screw, 62315160; 47248402550, 5.0 mm diameter cortical screw, 62315160; 47249009700, tear drop guide wire 3.0 mm, 63880352; 00249001230, 3.0 mm threaded pin 305 mm, unknown; 00249005443, calibrated drill 4.3 mm, unknown; 00249007543, freehand drill 4.3 mm, unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during impaction by the surgeon the impaction head broke clean at the level of the threads. There was no harm or delay reported. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.